Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) explant procedure, the physician was not able to engage the setscrew. The physician attempted to remove the grommet to visual the issue, but was still unable to engage the setscrew. The device was not used and a new device was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.